Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "rn stated pump spontaneous alert with 2 system error 7 alerts, one at 2144 and the other at 2158. Rn stated no previous alarms were issued and no buttons we being pressed at the time off this alarm but the touchscreen was a little off. Pump restarted, connections to pump checked, silence key depressed and released, touch screen noted to be off, touch screen recalibration preformed, graphics reset performed". No patient harm or injury. The patient status is reported as "fine".